Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found an insulation abrasion at 38.4 cm to 39.1 cm and 40.0 cm to 41.0 cm from the connector pin. The abrasion was consistent with friction from another implantable device.